Manufacturer narrative:
(B)(4).

Event description:
On (B)(4) 2016, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6), male patient who was receiving dilaudid (concentration unknown) at 1 mg/day and ¿hydro orphans¿ (dose and concentration unknown) via an implantable pump for non-malignant pain. The patient¿s medical history was unknown. In (B)(6) 2016, after a daily dose increase, the patient had been somnolent/sleepy for a few days. On the morning of (B)(6) 2016, the patient was unresponsive. The patient was admitted to the emergency room (ER) due to the unresponsiveness. On (B)(6) 2016, the pump was turned down to minimum rate and the patient was given narcan. On (B)(6) 2016, after the patient stabilized, the pump was brought back up to half the patient¿s normal daily dose (0.5 mg/day). The patient tested positive for ¿benzos¿ in his urine. In the past, the patient had taken medication without his wife¿s knowledge. The wife claimed to have kept the medications out of reach of the patient. The patient was to be sent home once proven stable on the 0.5 mg/day dose of dilaudid. As of (B)(6) 2016, the event had resolved. The cause of the event was unknown; it could have been oral medications taken or the new increase in pump programming at the last refill. The patient had been admitted to the ER multiple times in the past due to overdose effects; none of them were considered to be caused by the pump, rather oral self-dosing. If additional information becomes available, a follow-up report will be submitted.